Event description:
Boston scientific received information that this pacemaker was unsuccessfully implanted as it exhibited oversensing with pauses on the right ventricular (rv) lead during implant. Oversensing recreated with tapping back of the header and connector block. The physician opted to replace the device with new one. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the allegation against the device was confirmed. The device was returned for oversensing and pacing inhibition on the rv channel at time of implant. The device was found to have a cored out rv seal plug, which is known to cause oversensing and may result in pacing inhibition.